Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's doctor reported via phone call that the customer was admitted to hospital and was found unconscious on the ground. Customer's blood glucose level was high of 300 mg/dl. The customer's doctor wanted to check if it was the insulin pump that had caused her high blood glucose incident. The customer felt ok to troubleshooting high blood glucose level. Customer's doctor who called for customer would speak to family members. Customer's doctor was told that there were area a number of possible reasons which could cause high blood glucose. Customer's doctor said that one of customer's children was a doctor herself and said that the customer's blood glucose was somewhat low threshold and that she should be just at 90 to 140 mg/dl, otherwise she would be disoriented. The insulin pump was not returned for analysis.